Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was bulging from their chest and bothering them. A revision was performed to ensure the device was well located.